Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 66 mg/dl. The customer was treated with food. Troubleshooting was performed. Customer states the drive support cap appears normal. Based on customer report customer does allege pump was over delivering. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in ER, nor admitted into hospital, nor was ems dispatched as a result of low blood glucose. The insulin pump will be returned for analysis.